Event description:
Event description cpi received information indicating that during a routine follow-up examination of this implantable cardioverter defibrillator (ICD), it was noted that the impedance measurement indicated there was a short circuit.